Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2017 due to ketones and high blood glucose level of 247 mg/dl. Customer was treated via intravenous drip. Blood glucose at the time of the call was 214 mg/dl. Customer was nauseous and treated the high blood glucose with the insulin pump. The customer was wearing the insulin pump at the time of the ER visit. Customer declined troubleshooting. The customer attributed the high readings to issue with tape not sticking. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.